Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 gram, stat, route not reported, no additional information provided). The patient was discharged five days after admission. At the time of this report, the patient was recovering from this peritonitis event. Action taken with extraneal therapy was not reported. No additional information is available.